Manufacturer narrative:
Livanova deutschland manufactures the s5 system. The incident occurred in united states. A livanova field service engeneet was dispatched to the customer. The motor ends stage board (90-305-760), motor control hms (90-305-770) were replaced. Device was returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 console presented error fault in motor controller (429) in pump 2 during a procedure. There is no report of any patient injury.

Manufacturer narrative:
The review of similar complaints on the affected device has been performed, showing that no other complaints have been registered on roller pumps in the last 24 months. The most probable root cause was an electrical/electronic deviation of the replaced components. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.